Event description:
It was reported the patient had a shocking or jolting sensation. It was stated the patient had increased stimulation on all four programs to levels that they felt a shocking or jolting sensation. It was noted the patient could feel comfortable stimulation at lower levels on each program. It was stated the patient had a loss of therapeutic effect and for the past 3 months, since (B)(6) 2013, the patient had leaking episodes that would last about 3-4 hours on a daily basis. Reportedly, after that time frame the leaking stopped. It was noted the patient had tried all four programs available but none of them had seemed to help them. It was stated the patient had an x-ray taken and the patient stated the right side lead wire had pulled out. The patient stated this was never repaired.

Event description:
Follow up information received reported that the patient still had concerns regarding their device therapy but was working with their doctor and the manufacturer's representative. It was noted that the patient was unable to contact their va doctor and was waiting (for over a 1-2 months) for help as they tried to get an appointment ("none yet&#55918; they were a va patient and wanted to see a va urologist to care for them. The patient stated that their current doctor did not know how to reprogram their implantable neurostimulator (ins). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v010426, implanted: (B)(6) 2006, product type: lead. Product ID: 3095-10, serial# (B)(4): implanted: (B)(6) 2006, product type: extension. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).